Manufacturer narrative:
Date of follow-up report: 2017-01-20. Date of follow-up report: 2017-04-24. One lf3225 was received for evaluation. This device had not been used in the treatment or diagnosis of the patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The packaging had not been opened. The customer reported the device produced an inadequate seal. The reported condition was not confirmed. The incident sample was not returned for evaluation. One lf3225 from the same lot as the incident sample was received. The received product met specification. Functional testing was performed on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed with visually acceptable results and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Date of initial report: 12/15/2016. Date of follow-up report: 01/19/2017.

Event description:
The generator used with the device was set at two green bars, and no seals made with the device were found to have reopened. The surgeon does not know what caused the hematomas. In addition to a vaginal hysterectomy, the surgeon was performing a salpingectomy and post/anterior plastic of the vagina. Eleven days after the operation the patient was readmitted after reporting pain. A 27x21mm hematoma was found to be infected and treated with antibiotics.

Manufacturer narrative:
(B)(4). The device was discarded by the facility and is not available for return. Questions have been extended requesting further information regarding this issue. To date, no additional information has been received. If the sample becomes available or if additional information regarding this incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device was used without any observed issues during a vaginal hysterectomy. The device was used on the "peri metrians" and for removal of the tubes. An ultrasonic check of the surgical area 3-4 days post procedure found no bleeding. However, seven days after the operation the patient came back with negative symptoms and an infected haematoma on the para metrians.